Event description:
Knee replacement [knee arthroplasty]. Case narrative: initial information received on 04-jan-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves adult female patient who had knee replacement, while the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route (dosage and frequency: not reported) (lot - unknown) for unknown indication. Patient used the medical device for several years before she had to have a knee replacement. Corrective treatment: not reported. Seriousness criteria: medically significant. A product technical complaint (ptc) was initiated on 09-jan-2019 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 09-jan-2019. No safety issues were indicated in this review. Additional information received on 09-jan-2019 in the form of investigation summary. Ptc results and number were added.